Event description:
It was reported that the patient presented for an implant procedure. During initial implant, it was observed the right ventricular leadless pacemaker was unable to be successfully positioned and had dislodged into the superior vena cava while still attached to the delivery catheter. The leadless implant attempt was abandoned. The patient was implanted with a transvenous system without issue. The patient was stable.